Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. The lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition following the procedure.